Event description:
While the caregivers were raising the resident from her wheelchair with an opera floor lift, they heard a loud crack or a "skip over" sound. The original description reported to the MFR by its sales and service unit was that the spreader bar dropped down with the resident. The second description reported was that the complete jib dropped down to the floor with the resident. The resident was taken to the emergency room and hospitalized for a shoulder joint fracture.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR bhm medical, inc. ((B)(4)). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site (B)(4). Going forward, complaint related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under (B)(4). Upon an on-site inspection and test performed by an arjohuntleigh representative ((B)(4)), all functions were found to be working properly. It is not possible to reproduce the incident on-site. Additional info will be provided following the conclusion of the manufacturer's investigation.